Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous left circumflex artery. Following pre-dilation using a 2.0mmm and a 2.25mm balloon catheters, a 2.25 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed was advanced with a support of a non-bsc guide extension catheter but still device failed to cross. When device was removed and was checked outside of the patient's body, it was noted that the edge of the stent struts was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.